Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, a black particle can be seen inside the syringe. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the team¿s investigation and considering the preventative measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be cause by poor or insufficient de-burring process of the cannula. The stopper conditions and handling may have contributed to the coring effect. Since most of the needles, including the reported one, have a short bevel, the needle should penetrate the stopper at 90ºc to minimize risk of catching internal wall of vial stopper. H3 other text : see h.10.

Event description:
It was reported that needle 19ga 2in contained foreign matter. The following information was provided by the initial reporter: " presence of rubber chips in sterile solutions, the solution cannot be injected into the patient."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 19ga 2in contained foreign matter. The following information was provided by the initial reporter: " presence of rubber chips in sterile solutions, the solution cannot be injected into the patient"